Event description:
Determined to be reportable based on analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was located in the distal left circumflex. The details of the lesion are unknown. The 2.50x12mm taxus liberte drug eluting stent was unable to cross the lesion. The procedure was completed with another of the same device. The patient status is satisfactory and good with no complications reported.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. Some of the proximal stent struts were pulled back distally. Visual examination of the hypotube found no issues. The balloon and tip profiles of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint reported. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.